Event description:
It was reported by the patient that following storms in the area the carelink monitor was not receiving electrical power. A new power cord was sent out. It was further reported that the new power cord did get power to the monitor, but when the monitor is connected into the phone jack the home phones will not work. The monitor is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.